Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the product as fractured. The device was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right total knee arthroplasty, the femoral impactor pad fractured while impacting the femoral component. No adverse events or patient impact has been reported as a result of the malfunction. It was reported that no further information is available.